Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9 device availability - additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: type of investigation - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A pairing test was unable to be performed, no pairing code was provided. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a hypoglycemic event, he was vomiting and felt dizzy. The patient performed a fingerstick, the cgm was reading 92 mg/dl and the blood glucose reading was 50 mg/dl. The patient was treated at the hospital with intravenous fluids. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.